Event description:
On 7th feb 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-7905, zonenavigator¿ system cannula - anterior, ve5, the meniscus needle could not go through both the cannula (refer to video). This was detected during a medial meniscus repair (bucket handle tear) on (B)(6) 2026. The procedure was completed successfully by using ar-7910r instead. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.